Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1165 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted (B)(6) 2019. Patient on hydration at home through PICC line as well as blood draws. Patient discovered leak/hole in PICC on (B)(6) 2020 at 2200 hrs. Patient called home care who told her to call (B)(6). An ambulance came and told patient to call in the morning to have PICC removed. Patient called md (B)(6) 2020 and was brought into the hospital. The PICC was removed and replaced as per dr¿s orders.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the white-luered extension tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of recx1165 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted on (B)(6) 2019. Patient on hydration at home through PICC line as well as blood draws. Patient discovered leak/hole in PICC on (B)(6) 2020 at 2200 hrs. Patient called home care who told her to call 911. An ambulance came and told patient to call in the morning to have PICC removed. Patient called md (B)(6) 2020 and was brought into the hospital. The PICC was removed and replaced as per dr¿s orders.